Event description:
It was reported that the communicator displayed a red call doctor icon indicated a potential issue with the patient's pacemaker. The patient was referred to their following physician regarding the potential issue. The cause of the red call doctor icon is unknown at this time. The local area field representative was contacted for additional information, however at this time no further information is available. This pacemaker remains in service. No adverse patient effects were reported.